Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon opened the package and found a crack in the center of the preloaded monofocal intraocular lens. The lens was not used for implantation and was later replaced with another lens of the same diopter for implantation. No other information was provided.

Manufacturer narrative:
Upon review, the file is no longer reportable, as this complaint (B)(4) (3012236936-2025-0000815) is a duplicate of complaint (B)(4) (3012236936-2025-0000816), which has already been submitted to health authority." No further information will be provided.